Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was dropped, and there are spots of color displayed on the touchscreen. Reportedly, the pump is unresponsive. There was no impact to customer's blood glucose level.